Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in resetting it, and confirmed that the malfunction did not recur after the reset. Caller was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged.